Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. The device has been implanted for 3 years and 3 months.